Manufacturer narrative:
Updated fields - b4, g1 (contact person ¿ mfg site), g3, g6, h2, h6 (type of investigation, investigation findings, component codes , investigation conclusions), h11. Corrected fields - b5. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse checked the machine and it is observed when auto filling starts the system failure error coming. Then further check the machine and found the drive manifold could be defective so need drive manifold for further checked the machine. Also found the 8 psi regulator need to replace as it is not hold the pressure. The fse replaced the drive manifold and 8 psi regulator to resolve the issue. Device passed the all functional and safety checks successfully. Device was returned to customer and cleared for clinical use.

Event description:
It was reported that during a routine check the cs300 intra aortic balloon pump (iabp) had system failure error. There was no patient involvement or adverse event reported.

Manufacturer narrative:
Due to character limitation, below field are added from e1: event site name: (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check cardiosave intra aortic balloon pump (iabp) was displaying system failure error. There was no patient involvement.